Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that the pump battery intermittently could not be charged without maneuvering the cable into the charging port. There was no impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.